Event description:
A report was received that the doctor had implanted a memorylens in the patient's left eye in 1998. Dr explanted the memorylens in 2001 due to opacification, a "white film" covering the lens following retinal surgery where gas was used, and replaced the lens with another memorylens product. The dr felt that the opacification was due to using gas during retinal surgery. The patient's prognosis was good.